Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding/prolonged, abnormal menses"), back pain ("back pain"), dysgeusia ("metallic.taste in her mouth"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headache"), weight fluctuation ("weight fluctuation"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). Amendment: the report was amended on (B)(6)2019 for the following reason: the case will be deleted from bayer pv database. Nullification reason: the case was found to be duplicate of case (B)(4) (MFR number (B)(4)). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding/prolonged, abnormal menses"), back pain ("back pain"), dysgeusia ("metallic.taste in her mouth"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headache"), weight fluctuation ("weight fluctuation"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.